Manufacturer narrative:
Date sent: 10/12/204.

Event description:
It was reported that during a breast biopsy, the dr felt resistance when inserting the marker applicator so the dr gave the applicator an extra push. The marker was deployed successfully, but the applicator tip was shredded when removed from the probe. There was no pt consequence.